Event description:
As the catheter was being placed in athe pt, it began to "bunch up" in the vein after 6 to 8 inches had been inserted. The nurse began to pull back the catheter when it was noted that the guidewire was exposed. Three inches of the catheter remained inside the pt.

Manufacturer narrative:
Notes indicate that the stiffener stylet wire poked a hole in the catheter during placement. As the catheter was retracted from the insertion site, the wire was exposed with approximately 3" of catheter still in the patient. The user facility returned a same lot sample for evaluation. A tactile examination of the catheter showed no elastic weakness or deformation. The catheter flushed normally through its flushing stylet hub with a 12cc syringe filled with water. The catheter lumen was pressurized by occluding the distal tubing was inspected for defects under magnification. The area near the terminal end of the stylet was especially noted. No anomalies were found. The stylet wire was removed from the lumen and evaluated. The distal tip weld is ground smooth and free of burrs. No wires were protruding form the weld. No defect was detected with the same lot sample returned.